Event description:
It was reported that the lead triggered an alert due to oversensing and noise. The lead remains in use and will be monitored. It was further reported that a recent wireless transmission of the patient's device showed more oversensing and noise on the lead. It was further reported that the lead triggered a lead integrity alert. No patient complications have been reported as a result of this event.

Event description:
It was reported that the lead triggered an alert due to oversensing and noise. The lead remains in use and will be monitored. It was further reported that a recent wireless transmission of the patient's device showed more oversensing and noise on the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(4) 2012. Two ventricular non-sustained tachycardia (nst) less than or equal to 160 ms on (B)(4) 2012. Ventricular short interval count (v-sic) equal to 2.2 counts avg/day, in 237.21 days, between (B)(4) 2011 and (B)(4) 2012.

Event description:
It was reported that the lead triggered an alert due to oversensing and noise. The lead remains in use and will be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. One patient alert for lead failure predictor on (B)(6) 2012. Two ventricular non-sustained tachycardia (nst) less than or equal to 160 ms on (B)(6) 2012. Ventricular short interval count (v-sic) equal to 2.2 counts avg/day, in 237.21 days, between (B)(4) 2011 and (B)(6) 2012.